Event description:
It was reported that foreign matter occurred with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "verbatim: consumer reported finding clear liquid in barrel closer to stopper area. Stated she does not use the syringes if she sees the liquid."

Manufacturer narrative:
Investigation: customer returned (55) 3/10cc, 6mm, 31g syringes in open poly bags with the shelf carton from lot # 8043556. Customer states that there is clear liquid in the barrel closer to the stopper area. Thirty out of 55 returned syringes were examined and 26 out of 30 samples exhibited a ring of clear material on the inner surface of the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 8043556. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A visual evaluation of 55 syringes found no evidence of fm on the inside or outside of the syringe. A light continuous film of silicone is visible on the ID of the barrel, but there is no evidence of excess silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "verbatim: consumer reported finding clear liquid in barrel closer to stopper area. Stated she does not use the syringes if she sees the liquid."